Event description:
The customer contacted baxter's service center regarding a system error 2367 which occurred on the homechoice (hc) during drain 2 of 4. The technical service representative (tsr) had the home patient (hp) power cycle the machine.the tsr had the hp go to the alarm log and a system error 2367 appeared. The tsr advised the hp that air was detected in the cassette and she would have to start over with new supplies. The hp stated that she got up to use the bathroom and did not cap her transfer set. The hc had advanced from dwell to drain on its own while she was disconnected. The hp stated that she did not want to start over that night and that she was not going to save the cassette to send back to baxter. The hp was sleepy and just wanted to go back to bed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient had not reported this incident to her, but that she would follow up with the hp regarding proper procedures. Therapy since has been going well, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of use error ? Breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.